Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip was inserted, grasped and deployment steps were followed as per the IFU. After pulling the blue actuator knob and raising the grippers, it took six minutes for the clip to get detached from the mandrel. Troubleshooting was performed to make sure that the shaft was co-axial to the clip and actuator knob, and grippers caps were fully retracted. All steps were performed as per IFU. The final tr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed clip deployment. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult or delayed clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.